Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
During a procedure surgeon was inserting two 4.0 mm cannulated screws and the tip of the threads of the two screws broke off in the bone. Surgeon selected another two screws and continued with the procedure. Surgeon noted it looked like the two screws were beginning to peel from the shaft. Surgeon was inserting a third screw, type unknown and the threads did peel. Surgeon did not remove the shaft or the peeled threads, they remain in patients bone. Surgeon noted the patient's bone was very hard and he did not pre-drill the holes for the screws. This is three of three reports for this event.